Event description:
Reported that a pt experienced a bladder perforation during a procedure utilizing the laser system. A laparotomy was performed to repair the perforation.

Manufacturer narrative:
The fiber has not been received for examination. A physician has reviewed the video of the case, it appears a technical error, overshot the prostate into the bladder, was made. There appears to be no fault with the laser/fiber but rather was a result of user error.